Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it had been emitting a 'humming' tone for approximately one month. Upon interrogation the ICD displayed a message indicating that the device had undergone a reset.